Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient was recently implanted with a pacemaker system on the right side and inquired about normal pain, post operation. Boston scientific technical services (ts) explained that local discomfort would be expected around the pacemaker after implant. The patient indicated they felt something on the left side near the heart. The patient presented to clinic and pacing inhibition was observed. It was found that the right ventricular (rv) lead had perforated the heart wall. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.